Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding a charge. It was also reported that the pump battery was fluctuating. Additionally, the pump shutdown unexpectedly. The customer's blood glucose level was 228 mg/dl. The customer continued to use the pump for insulin therapy.